Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores. The patient's son indicated that it could have been due to the patient sitting in a chair or laying in bed with the lifevest. The patient's nurse removed the device for a few days and the sores healed.